Manufacturer narrative:
Batch review performed on 08 apr 2024: lot 182716k: (B)(4) items manufactured and released on (B)(6) 2024. No anomalies found related to the problem. Analysis performed by mysolution department: our analysis of the process found out no errors. Each step has been performed correctly. The complaint mentions a satisfactory outcome of the myknee surgery for the right side of the patient, thus we compared the two planning to find out any difference. Here below you can see what we found out: in november 2022 the right side of the patient was planned, with a tibial cut of 9.0 mm from the highest plateau, in accordance to the preferences of the surgeon in january 2023 the surgeon changed his preferences for the tibial cut in february 2024 the left side of the patient was planned, with a tibial cut of 7.0 mm from the highest plateau, in accordance with the new preferences. Clinical evaluation performed by medical affair director: during primary tka with patient-specific cutting blocks, the surgeon finds that the tibial cut is too proximal and needs to recut in order to create sufficient gap. As the final implant was made using the thinnest insert available, we do not think that the recuts caused any additional bone sacrifice and most probably the position of the tibial cutting block was not correct at the time of cutting. Although the postop xrays are not available to us, we expect no clinical consequences for this case.

Event description:
The surgeon was not happy with the tibial cut performed with the myknee cutting blocks. He already discovered it after the initial tibial cut but wanted to perform the femoral distal cut first anyway. The gap was too tight, so he decided to recut the tibia. No caliper was used. The surgeon performed 3 times the tibial recut in order to obtain the sufficient flexion gap. Delay 30/40 minutes (total surgery time about 2 hours and 30 min).